Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va295le, implanted: (B)(6) 2020, product type: lead. Product ID: neu ptm prog, product type: programmer. Patient product ID: 978b128, lot#: va295le, implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that they had an implanted device that was no longer working for them, and their bladder was falling (no allegation related to device/therapy), and urine was falling out. "S." It was unknown if the issue was resolved at the time of the report. No surgical intervention had occurred. It was attempted to transfer the patient to the correct manufacturer help line, but the transfer was not complete. The patient was called back, and a message was left. The patient had noted the device had not been working for a couple months. The patient tried talking to the doctor, but the doctor had moved. The patient went to the emergency room (ER), and were told they could not have an MRI. They also stated they were losing their bladder (no allegation related to device/therapy). The following day, the patient called back to return the voicemail left for them. They stated they had poor cellular reception, and reiterated symptoms already reported. They stated their device no longer worked initially, and later clarified they meant it was not helping their symptoms about two months ago. They reiterated they were not feeling "vibrations" when stimulation was adjusted like they did originally, and reconfirmed they had not experienced any falls nor trauma. They reiterated they had been trying to get in touch with their healthcare provider, but they would not answer the patient's voicemails. The patient stated they had spoken to multiple "reps" without further clarifying, but specifically stated they spoke with a manufacturer representative three weeks to a month ago over the phone regarding return of symptoms and that their implanted system may be moving. The patient stated the rep said their lead may have broken or battery "disfunctioned." The patient clarified their ins was moving in its pocket site. The roles of the manufacturer help line and the healthcare provider were reviewed, ad the patient was redirected to follow-up with a list of healthcare providers emailed to them to further address their issue. They referenced their previous report of a return of symptoms, and when they adjusted their stimulation they could feel the "vibrations." The patient mentioned unrelated medical history, which included being a cancer patient, and previously having tumors in their liver and legs.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot# va295le, implanted: (B)(6) 2020, product type: lead. Product ID: neu_pt m_prog, serial# unknown. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient called support link inbound line. Patient stated she is having some difficulties and is needing someone to help her. Pt said since implant they increased stim so they could feel the vibe if they had leaks so they could hold their urine but starting, probably in mid may their symptom of leaks, peeing, issues controlling their urine returned despite increasing from 3.8 to 4.0. Pt said they had just spoken to their primary care doctor and asked if it was normal to feel like they have a bulge or feels like "something is falling out down there" when they pee. Pt was successful to connect to their ins using their control equipment during the call and reported stim was on, on program 1 at 6.5. Pt said since implant they have only used program 1 they have never tried another program. Pt said they did not feel any vibration. Reviewed general device education information. Asked pt to reduce the 6.5 setting down to 4.0 during the call and asked pt if they noticed any reduction in the feeling of "bulge" "something falling out" pt said no. Pt said they have had no falls or accidents, no other medical, no excessive activities. Redirected to their doctor to report their medical symptoms and for guidance changing their setting. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that there was an error on their programmer that said ¿device cannot be found.¿ the patient stated that they had not been able to feel stimulation in a couple of months and that they were leaking a lot right now. The patient stated that their doctor stated that one of their leads may have come undone. The patient stated that the doctor told them that they were not able to do another surgery on the patient because of issues with cancer (not alleged to be related to the device/therapy.) Support link noted that they attempted to transfer the patient to patient and technical services but the patient disconnected while they were on hold. Additional information was received from the patient. They reported that the device had not worked for the past month. They reported their symptoms were not controlled and the bladder was not doing anything. They stated their urine just came out and they had to use pads. They had tried all 7 programs and turned the therapy strength all the way up and they were not feeling any stimulation. They denied any recent falls or trauma to the implant site. They also noted they had an upcoming appointment with their urologist. Additional information stated their programmer was no longer working for them. They also stated their bladder had gotten worse and they thought their leads had moved and the programmer was maxing out. They were requesting a sales rep to be at their appointment.